Event description:
It was reported that (1) device was used during a laparoscopic splenectomy. It was reported by the rep that approximately 2 hours into the case, the lcsc5 began to lockout more and more frequently. A new device was opened to complete the case. There was no consequence to the pt.